Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
The catheter was damaged during the procedure as the magnetic sensor mechanism was not displayed in the management parameters. The device was replaced with no adverse patient consequences.

Manufacturer narrative:
The reported event of a magnetic sensor issue could not be confirmed. The magnetic sensor met specifications during electrical testing with no open or short circuits detected. The cause of the reported event remains unknown. The product investigation did not confirm the product non-conformance noted in fsca 3005334138-3/22/22-001-r, that was previously reported.